Event description:
Overdelivery reported. The pump was set up in the post anesthesia care unit for post-operative analgesia. The ordered settings were for meperidine 10mg/ml, 10mg/hr continuous rate, 10mg pca bolus with a 6 minute pt lockout and a 200 mg 4 hr limit. The pt reportedly "pressed the pca button once at 1020 am and received a bolus of 100mg." The nurse reported that "the bolus infusion lasted longer than usual." Upon review of the device program, the customer reports that the display indicated delivery was programmed for ml instead of mg dosing. The customer feels "the pump must have changed settings on it's own or caused a problem with improper screens showing up. The screens the nurses were looking for did not come up. The nurse felt the pump had been programmed correctly." The pt reportedly did not experience any adverse effects. The pump was replaced with a new one and the pt was continued on meperidine analgesia. No add'l info was available.